Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, after installing the replacement flow sensor as part of fco81. The technician conducted the final testing, and the unit failed the external power test serval times. The technician recommended replacing the system board and or dc external power connector and cable to address the issue. Follow up repairs will be handled by a philips authorized service provider. A supplement report will be filed if additional information becomes available.